Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The transseptal puncture was performed using a versacross connect laac and a 27mm watchman flx pro closure device was implanted. Post procedure when the patient was in the cardiac unit, they were tachycardic with low blood pressure, and echocardiography was performed and an effusion was noted. The patient was decompensating quickly and was transferred back to the catheterization laboratory. Pericardiocentesis was performed and the first drain was placed in the plural space with no bleed back only air. Multiple attempts to place pericardiocentesis were made including sub xiphoid approaches. The pericardiocentesis was successful around nipple line with about 600cc of red blood removed. Pericardiocentesis was left in place and the patient went to the intensive care (ICU). The patient decompensated and coded on the floor and was transferred back to the operating room and a sternotomy was performed. No obvious perforation was found at that time, transesophageal echocardiography (tee) noted a hepatic hematoma with noted swelling in abdomen. The physician repairs the liver. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.